Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely that the event was caused by a faulty printed circuit (bi) board. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a faulty printed circuit board. Additional findings were a cracked bezel. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high-definition lcd monitor had no image. The power indicator was on, but the screen was black. There were no reports of patient harm or impact associated with the reported event.